Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the interior of the catheter and the membrane. The returned sheath was not a maquet product. The catheter and the optical fiber was cut approximately 29.7cm from iab tip and returned. An underwater leak test of the balloon and catheter was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.18cm in length. The evaluation confirmed the reported problem. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017 am intra-aortic balloon (iab) therapy started with mi patient using a competitor sheath (terumo 8fr-10cm) with a trans-ray plus 7.5 fr. 35cc iab. At 17:30 in ICU, ¿check iab catheter¿ alarm was generated repeatedly and blood was found in the extension tubing. The catheter was removed and therapy discontinued. There was moderate tortuosity noted in the patient vessel. There was no harm or injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 am intra-aortic balloon (iab) therapy started with mi patient using a competitor sheath (terumo 8fr-10cm) with a trans-ray plus 7.5 fr. 35cc iab. At 17:30 in ICU, ¿check iab catheter¿ alarm was generated repeatedly and blood was found in the extension tubing. The catheter was removed and therapy discontinued. There was moderate tortuosity noted in the patient vessel. There was no harm or injury to the patient.